Event description:
Port-a-cath inserted 8/22/96 for admin of chemotherapy. X-ray in 2/97 revealed a crack in the device. 3-11, physician attempted to remove device. Device broke at site of the crack. Physician was unable to remove the distal segment of the device which is in the superior vena cava extending almost to the inferior vena cava. Physician has determined that device does not require removal at this time.